Manufacturer narrative:
(B)(4).

Event description:
Information was received from a company representative who indicated that the patient had experienced an increase in lower limb spasms for two weeks prior to the appointment when the stall was discovered. As of (B)(6) 2015, it was still thought that the pump motor stall had not recovered because there was no record of the recovery. It was also thought that the motor stall occurred two weeks prior to the appointment, which corresponded with the excess volume in the pump. The patient was being managed with oral baclofen.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving compounded baclofen 3000mcg at a dose of 805mcg/day via an implantable pump for an unknown indication for use (IFU). The patient's medical history was not included. The patient's concomitant medications were not included. On (B)(6) 2015, the patient presented for a refill. Upon interrogation with a clinician programmer (8840), it was noted a pump stall occurred. The 8840 "did not say whether a motor stall recovery occurred or not." There was also a 5 ml volume discrepancy of drug noted during the refill. The expected reservoir volume noted on the 8840 showed 8 ml, however, the clinical team pulled out 13 ml of drug from the pump. The cause of the event was unknown. Diagnostics and troubleshooting of the event noted the clinical team went ahead and refilled the pump, and not further interventions occurred. Additional information received reported the patient was being managed with oral baclofen and the itb (intrathecal baclofen) had been reduced. The pump would be at elective replacement indicator (eri) in 3 months, so they planned to stop the pump and not replace it unless the patient requested removal. The pump would not be refilled again. There were no reported patient symptoms. The patient was listed as "alive - no injury." The resolution of the event at the time of the report was "unknown." Additional information has been requested regarding whether the motor stall recovered, but it was not available at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. It was believed that the cause of the pump alarm reported on (B)(4) 2016 was that the pump had come to the end of its life.

Manufacturer narrative:
Analysis of the pump (sn: (B)(4)) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing. He previously reported conclusion code 92 no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. Patient codes have been updated to include the following for this event: (B)(4). Device codes have been updated to include the following for this event: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-01-28, additional information was received from a foreign manufacturer representative (rep). It was reported the patient had been switched to oral medications which initially managed her symptoms, but at a recent review the week of 2016-01-28, there had been a return of the patient's spasticity despite a max oral dose. Different options for treatment had been discussed and the patient was keen to have the pump replaced. It was reported rep was inquiring how to confirm catheter patency. The patient had a pressure sore on their sacrum, so taking the patient to theater just to change the pump was less risky than having to change the catheter as well because of the proximity of the incision on the back to the pressure sore. It was also noted the pump was alarming.